Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal anchor would not exit the sheath. They used two devices from the same lot on the same patient that had this issue. There was no blood loss. Additional information was received on 21nov2024: the first angio-seal device was used, and the anchor did not exit the sheath, they pulled a second angio-seal device, and it had the same issue. Manuel compression was applied after the second device had the same issue. The issue happened when they went to advance the closure device into the sheath. They were able to insert the bypass tube into the sheath, however, it would not exit the tip of the sheath. A pre-deployment angiogram was performed. The patient was stable. Procedure being performed for the patient prior to the use of the angio-seal device was a leg angio.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since no sample was available for evaluation, the complaint could not be confirmed. The exact root cause could not be determined. The likely cause was determined to have been a kink in the sheath preventing proper mating and deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).